Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks for an atrial arrhythmia that conducted down to the ventricles. One of the shocks delivered accelerated the rhythm to ventricular fibrillation which was undersensed and eventually converted with another shock. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks for an atrial arrhythmia that conducted down to the ventricles. One of the shocks delivered accelerated the rhythm to ventricular fibrillation which was undersensed and eventually converted with another shock. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.